Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore, no qualification records were reviewed.

Event description:
The customer reported on (B)(6) 2014 at 2:24 pm, she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: time: 09:16 pm, bg (mg/dl): 192, cho (g): 42, bolus (u): 5.55. While playing cards she passed out with reading of 11 mg/dl. Upon the emergency medical tech arrival, she was given a manual injection of glucose and was rushed to the emergency room where she was diagnosed with hypoglycemia. The pod was then removed. She was released from the hospital on (B)(6) .